Event description:
The physician intended to implant a 2.75 mm diameter x 18 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the rca. The target lesion exhibited 90% stenosis, moderate calcification and moderate tortuosity. The lesion was pre-dilated twice using a 2.0 x 15 mm balloon up to 14 atms. Eighty-five percent stenosis remained following pre-dilation. The endeavor sprint stent could not cross the lesion and the device was removed. Stent struts were observed to be damaged on removal. The device had been inspected prior to use with no issues noted. The target lesion was treated using an endeavor stent of the same size. Pt status post procedure was reported as stable and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: stent damage, failure to deliver the stent. Results/conclusions: target lesion exhibited moderate calcification, moderate tortuosity and 85% stenosis following pre-dilation. Device eval: the device was returned to the mfg facility for eval. The stent was positioned on the balloon between marker bands as per specs. The 6th proximal stent segment was raised, deformed and pulled distally. The distal tip was severely stretched. The distal end of the protective sheath was bunched over the distal end of the stylette.